Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when she touches the pump area it hurts, and it is sore. Per the patient, it had always been kind of sore. She stated that if she bends over, it¿s like her clothes are hitting the pump. She explained that when bending over and moving the pump hits her jeans just right and it catches like a pincher, and it hurts. When she saw her hcp (healthcare provider) for her pump refill in (B)(6) 2022, she told him about some of the pain. She also stated that the hcp was having trouble finding the hole to fill the pump but after poking her many times causing more pain he had to use an x-ray to find the hole. Per the patient, the pump seemed to have moved and now it¿s kind of been in the same area but below the scar. Her next refill appointment was in april, and she stated that she would tell her hcp how it was causing her pain.